Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: na. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast augmentation revision, with mentor memory gel 525cc silicone breast implants which the left side has issue with capsular contracture, unknown baker grade after implantation. Report indicates when she had surgery her breasts, they were the same size. Left is now a lot harder and firmer than right, and at least a full cup size bigger. Way more top volume on left side. Shape is different. During her 6-week post op doctor thought she had a right capsular contracture and used his hands and shoved her into a wall to adjust the right breast, which cause bruising. Went back 6 ((B)(6) 2018) months later doctor told her it was just her asymmetry and not the implants. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the left side.